Event description:
Boston scientific received information that the patient with this device experienced chest pain and dyspnea.upon further review, it was discovered that the right atrial (ra) lead had dislodged (the model and serial number of this lead are unknown at this time). A revision procedure was performed and the lead was explanted and replaced. The device was reprogrammed at the time of the revision. No additional adverse patient effects were reported. Device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.